Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient underwent treatment with the clickx for a l5-s1 fusion. It is understood that the surgery was performed in (B)(6) 2012. Following the surgery, the patient reported increased significant pain and after examination it has been found that one of the clickx 3d heads has popped off the screw. Reportedly, this failure of the metal work has resulted in the possible need for revision surgery but it is not yet decided how exactly this patient will be treated. This report is for an unknown clickx pedicle screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown clickx pedicle screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.